Manufacturer narrative:
The introducer was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after an impella cp was placed and during high risk percutaneous coronary intervention procedure, a 7 french destination sheath was attempted for single access but was unsuccessful. A companion sheath was then used successfully. Initial attempt of single access noted there was oozing coming out of hemostatic valve. There was no more oozing with the companion sheath and the percutaneous coronary intervention proceeded. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The product was changed to the 14 french sheath as that was what the costumer was complaining about. Both the 14 french sheath and the 7 french were returned but damages were noted on only the 14 french. A leak test was set up using a syringe luer, manometer luer, and long introducer flush valve luer all connected together via 3 way luer tee. The syringe was filled with colored water and pressure was slowly ramped up to reproduce a leak. A leak initially reproduced at 170 mmhg on one side of sheath score line. A leakage rate of less than 2.5g per minute at a pressure of 180 mmhg is acceptable when a dilator is in the 14 french sheath. The returned introducer did not meet its 180 mmhg pressure specification during reproduction testing. A leak was reproduced on the returned introducer at pressures under the 180mmhg specification. The root cause of the access site bleeding - major is due to a sheath score line split. Impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ during review of the investigation results, the failure mode was updated to access site bleeding. The following fields were corrected since the initial manufacturer device report number 1220648-2024-19511 was submitted according to the investigation results. B.1 changed from product malfunction to adverse event. B.2 added required intervention. H.1 changed from malfunction to serious injury. H.6 changed health effect - clinical code and medical device problem code. H.10 added instructions for use for the new failure mode detected in the investigation results. B.7 added information as it was inadvertently omitted on the initial manufacturer device report number 1220648-2024-19511.